Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic rectopexy procedure, the device was fired and staples were not deployed to create an anastomosis. The procedure was converted from endoscopic to open surgery. A colostomy was performed; there was unanticipated tissue loss and tissue damage. Surgery time was extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. No adverse event was reported as a result of the delay in surgery. No reinforcement material used. Patient stable.

Manufacturer narrative:
(B)(4). Device returned 09/02/2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a shallow knife impression and a cross cutting staple was observed along the cutline impression in the cutting ring/mylar cover. A representative anvil was used for all functional testing. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.